Manufacturer narrative:
The device was received and no error codes were seen in the device data. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found that would affect the delivery of insulin. The linkage assembly was observed to be not fully retracted. After opening the pod, the linkage assembly moved into the fully retracted position. Score marks were seen on the inside of the top housing, indicating that the linkage assembly was misaligned and was interfering with the top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 21.1 mmol/l (379.8 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. Hyperglycemia treated with a new pod.